Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The anomaly observed in the field was confirmed in the laboratory. The insulation was abraded at 8.5cm from the connector pin and the metal filar of the sensing coil was exposed. The damage is consistent with that occurring due to friction to the ICD can.

Event description:
It was reported that there was noise on the electrograms.